Event description:
It was reported that the patient presented for a follow-up in clinic. Interrogation revealed an absence of p-wave sensing and loss of capture on the right atrial (ra) lead. Chest x-ray showed that the ra lead had dislodged and was pulled back into the superior vena cava (svc). The ra lead was then explanted and replaced. No patient consequences were reported and the patient was asymptomatic.